Event description:
I took the quickvue at home otc covid 19 test which showed a positive result. However when I tested with another brand (binaxnow) I received a negative result. This is the second time I have received a false positive from this brand and it had also happened to my mother in law, which really scared her, until I told her I had the same experience. The lot number of my recent test is 706738 underneath that number it says 2022-03-30 and 2021-04-24 it also has a long bar code number (B)(4) I'm just concerned that there may be a recall on this product or maybe there should be. It was an at home test, the quickvue has given multiple people I know false positive when the binaxnow test said negative. It's very confusing and I feel like we threw our money away having this happen more than once. FDA safety report ID#:(B)(4).